Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "tear/hole at the transition from the hub to the catheter. Blood leaked out, which was only noticed during suturing > insert new catheter > when removing, the hub tore off the catheter; only a few millimetres of the catheter remained visible." This was identified and resolved by the staff quickly. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "tear/hole at the transition from the hub to the catheter. Blood leaked out, which was only noticed during suturing insert new catheter when removing, the hub tore off the catheter; only a few millimetres of the catheter remained visible." This was identified and resolved by the staff quickly. The patient's current condition is unknown at this time.